Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. It was stated that the system started burning when a dropped fuse was switched back on and system movement was initiated. According to the information received, a non-siemens and untrained customer engineer continued reengaging the fuse f2 although it was repeatedly dropped. The investigation at customer site identified that the cable to the motor for table longitudinal movement was damaged at the cable bridge. The bridge is attached to the table transversal movement and guides the cabling inside the table. Due to the table transversal movement, the damage of the cable developed over time. Also signs of an electrical short cut were identified which caused the dropping of the f2 fuse. The problem with the damaged cable was already analyzed and a repair-kit (10999433) was introduced in q2/ 2024 including a better designed cable bridge. The analysis of the affected part confirmed that the damage to the cable originated from the transversal movement of the table. The internal electronics were damaged due to the repeated shortcuts at the cable. This led to the situation that the resistor heated up. Since it is installed very closely to the housing of the u160 the plastic started to melt and finally the plastic housing started to burn. The u160 board was replaced by our service engineer with an improved version that does not contain the resistor that started to overheat in this case. The complaint has been closed. H11 corrected data: d8: corrected. A third party serviced the system. G2: event was foreign and occurred in austria.

Manufacturer narrative:
E1: the reporting facility phone number is (B)(6). D4: primary UDI number - due to the age of the complaint system, a gtin is not available. H3, h6: initial actions (corrective and/or preventive): currently no general problem has been detected for the installed base which requires an immediate action. Manufacturer's preliminary results and conclusion: the root cause of the issue has not yet been identified. The investigation is ongoing. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation.

Event description:
Siemens healthineers became aware of an issue with the uroskop omnia system. A fuse was repeatedly switched on by the hospital¿s technician when a fault prevented system movements. Then the frequency inverter u160 started burning with heavy smoke. The hospital technician extinguished the fire with a fire extinguisher. No injuries occurred due to the event. There was no patient in the room when the issue occurred. The hospital technician who had extinguished the fire was checked for any injuries caused by the smoke in a hospital emergency department and no injuries were found.